Event description:
The caller reported that the pt's tracheostomy tube had a leak in the pilot balloon which caused the duff to deflate. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.